Manufacturer narrative:
The device was not returned analysis. Attempts to obtain specific details have been made. However, our attempts have been unsuccessful. Based on the reported information, there is no evidence that the device was defective or malfunctioned. The iatrogenic carotid dissection, the vessel perforation, the thrombi, and hemorrhages are known inherent risk of mechanical thrombectomy procedure and are documented in our device¿s instruction for use (IFU). These events could not be confirmed, as the cause could not be definitively determined.

Event description:
Citation: intra-arterial thrombolysis using double devices: mechanicomechanical or chemicomechanical techniques. Park h1, hwang gj, jin sc, bang js, oh cw, kwon ok. J korean neurosurg soc. 2012 feb;51(2):75-80. Three procedure-related complications developed in 3 patients: iatrogenic carotid dissection, cerebral artery (m2) perforation and thrombi at the ophthalmic artery. The carotid dissection was successfully treated with a stent. Blood leakage from the m2 perforation was controlled with a temporary m2 occlusion with platinum coils. The ophthalmic artery thrombus was resolved by infusion of a thrombolytic agent. Recovery from these complications was confirmed by follow-up angiograms. Post-procedural hemorrhage was detected on CT in five patients. Of these, 2 patients were symptomatic. One patient, who had a cerebellar hemorrhage, underwent decompressive surgery because of brain stem compression and had a mrs at 90 days of 5. The other patient received conservative management and had a mrs at 90 days of 4.